Event description:
Per communication from rn (B)(6) at the md office: "pt of dr. (B)(6) from (B)(6) admitted to (B)(6) for infected abdominal sq remodulin site. We reduced her remodulin to 50ng/kg/min. Dr. (B)(6) will have to decide if he wants her to uptitrate." Onset date of site infection is unknown. Date of admittance or current length of hospitalization is unknown. No further info, details or dates available. Sq remunity self-fill pt. Pt started using remunity device on (B)(6) 2023. Reported to (B)(6) by health professional.